Event description:
"Same case as 9610175-2015-00001 and 9610175-2015-00003." It was reported the patrol feeding sets broke apart before they went around the pump's rotor. This begun to occur in (B)(6) 2014. When the patient missed a portion of his feedings, his blood glucose decreased to 38-54 mg/dl. The patient did not experience any signs or symptoms of hypoglycemia nor were there any reports of medical interventions provided to return patient to his baseline blood glucose level. It was reported patient weighed (B)(6) in (B)(6) and at the end of (B)(6) 2015, he weighed (B)(6).

Manufacturer narrative:
(B)(4). The device reported, list number m433, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 56841, that was marketed domestically. Abbott nutrition's standard procedure includes attempting to obtain all required information from the source. Three batches were involved: (1) 269584vn (2) 27996vm (3) 96222vm; the batch history record reviews were found to be accurate with no abnormalities.